Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, weight and ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (compeed blister / corn cushions unspecified USA). This report is for compeed unspecified EU unspecified. Device is not distributed in the united states, but is similar to device marketed in the USA compeed blister / corn cushions unspecified USA. This report is for unknown compeed unspecified EU, upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (compeed blister / corn cushions unspecified USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer posted on social media that he unspecified compeed bandage got detached due to sweat. The consumer is alleging that the bandage pulled out the blisters and that the blisters got infected. Consumer used antibiotic creams to treat application site.